Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse discovered that the leak was coming from the peristaltic pump tubing running through the wash buffer transfer pump. The fse replaced the wash buffer transfer pump tubing. The fse verified hardware by performing a passing system check within instrument specifications and qc within the customer's established ranges. Hardware is the root cause for this event.

Event description:
The customer contacted beckman coulter inc., (bci) and reported a fluid leak coming from the unicel dxi 800 access immunoassay system. There was no report of injury to the user.